Event description:
It was reported that unspecified pump battery issues occurred. There was no reported adverse impact to customer¿s blood glucose level. Additional information was not provided. The customer declined troubleshooting with tandem technical support and further information was unable to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.